Manufacturer narrative:
Evaluation summary: the lens was not returned. The carton, reply card, label set and directions for use were returned. All product and batch history records are quality reviewed prior to product release. Associated products are qualified for use with the reported iol. The product investigation could not identify a root cause. The lens was not returned in the carton. There are no other complaints in this lot. (B)(4).

Event description:
An inventory management specialist reported that during a cataract surgery with an intraocular lens (iol) implantation, the leading haptic broke during advancement of the iol. The incision was enlarged to remove iol and a suture was placed. The procedure was completed with a new iol.